Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "breast implant illness symptoms and capsular contracture" baker grade unknown also "joint pain" that hasbeen deemed no device related. This record is for the left side. Device remains implanted.